Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed. The machine alarmed. Estimated blood loss was 250 cc's. Pt had no adverse effects and no medical intervention was required;. The pt completed treatment. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.